Event description:
Per the clinic, the electrode translocated into superior semicircular canal during implantation surgery on (B)(6) 2026. It was reported that the electrode array entered the basal turn but deviated into the vestibule. Subsequently, on (B)(6) 2026, the suture was removed and the device was explanted. There are no plans to reimplant the patient with a new device as of the date of this report.